Event description:
This is a supplemental report to initial report 3008789114-2016-00003 to submit the manufacturers investigation results of the suspect device. The complaint product was not returned. (B)(4) requested an internal record review for the product involved in the medical intervention. (B)(4).

Event description:
(B)(4) received a call on (B)(4) 2016 reporting a medical intervention that occurred on (B)(6) 2016. Patient ((B)(6)) called in stating that she received a high reading, became alarmed and was prompted to call paramedics. The reading on the prodigy meter at the time of the event was 220mg/dl. Patient was not experiencing any symptoms. Paramedics were called around about a hour after testing with the prodigy meter. Paramedics arrived within 10 minutes. Upon arrival, paramedics tested patient's glucose with their meter with a result of 136mg/dl. Approximately 1 hour elapsed between testing with the prodigy meter and the paramedic's meter. Paramedics performed additional tests on patient with the prodigy meter with results of 36mg/dl and 198mg/dl respectively. Patient was not transported to e.r. Additional details: pt states that since she has had the meter show that her readings have been higher. Yesterday morning, she got a reading of 212 mg/dl and normally only checks her bg level 1 time in the morning but was advised to test her bg level again by her granddaughter and that is when she got a reading 220 mg/dl. (B)(4) sent replacement and prepaid envelope requesting return of suspect device.